Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not duplicate the reported complaint but verified the issue in the error logs. The device was tested and no issues were observed. The device passed all testing. No parts were replaced. Software was updated as a precaution. The reported malfunction could not be duplicated.

Manufacturer narrative:
Covidien reference number: (B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during use a ventilator alarmed and had a no external power message on the screen. The ventilator stopped ventilating and all the readings became zero. The ventilator was plugged into the red wall outlet. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.